Event description:
Ous MDR - after an implant duration of 13 months premature battery depletion was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.